Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: bending rubber has protein crystallization. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image signal may not have been transmitted properly due to a temporary contact failure caused by water ingress. For the bending rubber crystallization, the cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope had noisy screen. The issue was identified during device reprocessing. There was no patient involvement.